Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for eval is not expected. Height: 66 inches.

Event description:
The son of an end user reported that the end user developed a cherry red rash in (B)(6). The end user was seen by ostomy nurse in (B)(6) and family doctor (date not provided), who prescribed nystatin powder to be applied to the rash every other day. The end user also switched to a wafer without tape collar. Rash is now improving and light pink in color. Discussed skin care.